Manufacturer narrative:
D2: added common device name. D4: added lot #, catalog #, expiration date, di #. E3: updated initial reporter occupation. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available.

Event description:
The field sales associate reported the following information: on (B)(6) 2019 the patient underwent endovascular treatment using a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2020 a reintervention was performed. It was noted that a gore representative was not present at the case, and the information was provided to the gore representative on march 19, 2020. It was reported that a gore® tag® conformable thoracic stent graft with active control system was implanted to extend the initial implanted device. It is unknown whether the second device was implanted proximally or distally, however, the fsa reported his thoughts were it was implanted proximally. The cause of intervention was reported as natural disease progression. There were no further reported issues. The patient tolerated the procedure.